Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shutdown. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the battery and they performed to specification. The device was recertified and returned to the customer. The device and the returned battery were put through extensive testing which included bench handling, performing the power supply test, battery charging testing, and functional stress testing without duplicating the reported malfunction. Review of the device activity log did not find evidence of a device malfunction. The device prompted multiple low battery messages upon power up. Thirteen minutes into the case the device recorded a replace battery message before shutting down thirty seconds later. The users attempted, three times, to turn the device back on without connecting the device to ac. All three times the device logged a replace battery message upon power up. In this event the device functioned as expected, it recognized a low voltage battery and appropriately provided messages and shutdown. The device was recertified and returned to the customer. No trend is associated with reports of this type.